Manufacturer narrative:
Upon investigation of the actual device used in this incident,it was determined that the drawer 1 was failed to open. A field service engineer remotely fixed problem and customer confirmed problem recovered no issue found. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed to open. Customer confirmed there was delay in patient care. There were no adverse events or injuries reported based on this event.